Event description:
It was reported that the dermatome shredded graft on the patient during surgery. There was patient impact and no delay reported. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
The surgeon harvesting the graft and it had less than a 30 degree angle when using the dermatome and it skipped on the skin and no graft was able to be removed. All the dermatomes were used in the one case, and it was noted that the graft was shredded. No impact or delay was noted. They were finally able to get a graft with an air dermatome. Due diligence is complete.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d2, g1, g3, g6, h1, h2, h10, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Following sections were updated or corrected: b4, b5, d1, d2, d4, d9, g1, g3, g6, h1, h3, h4, h6, h11 b2 h2. Review of the most recent repair record determined that the reciprocation arm, fine adjustment cam, and width plates were worn. The rpms were out of specification. The spring seal was stretched in order to raise rpms. The reciprocation arm, fine adjustment cam, and width plates were replaced and resolved the reported issue. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional event information available.